Event description:
Patient had a cardiac arrest and a code blue was initiated. During the application of the defibrillator, the nurse tried to shock the patient. The pads did not work (nothing happened) when attached to the patient. A second set of pads/wires were obtained from the crash cart. The pads were changed out and the replace pads were working properly. The care was only delayed for a few seconds. No harm to the patient.